Event description:
The customer reported a contained reagent probe leak on a unicel dxc 600 pro instrument. No erroneous results were generated or reported. Since no one came in direct contact with the fluid, there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. During the service visit on (B)(4) 2014, the fse confirmed the cc sample probe wash collar was not vacuuming causing wash solution to leak from the probe. The fse replaced the cc sample probe wash collar vacuum valve (p/n 472689, solenoid valve) which resolved the issue. Upon recur, a leaking reagent probe can impact any or all chemistries, including critical chemistries. The manufacturer reference number for this event is (B)(4).